Manufacturer narrative:
(B)(4). No sample available for this case. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 29-jul-2016 for the following meddra preferred term: pelvic pain: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and had bleedings the following days. She also had excruciating pain /stabbing pain in the abdomen, catastrophic bleeding (during menses), and had an episode where she was losing consciousness. The device was removed by hysterectomy and consumer's symptoms disappeared. The reported events are listed except for loss of consciousness that is unlisted in the reference safety information for essure. After essure insertion, abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur. In this case, considering events nature and in the lack of alternative explanations, causality with the suspect insert cannot be excluded. Since the episode of losing consciousness occurred in association to the bleeding, it was assessed as related to essure. Also, since the procedural bleeding occurred in association with essure insertion, this event was considered related to essure procedure. Additionally, non-serious events were reported. This case was considered an incident, since device removal was required. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. Additional information will be obtained through the litigation process (consumer was awaiting legal representation).

Event description:
This spontaneous case report was received via the external company in (B)(6). The female consumer posted a comment online on (B)(6) 2016 which was received via the corporate bayer twitter channel. The consumer had essure inserted on as unspecified date and reported that essure ruined her life. Follow-up information was received on 12-jan-2016: this case is now a potential legal case. She was awaiting legal representation and will have them contact bayer once everything was under way. Follow-up information identified on 22-jan-2016 (upgraded to incident) from social media. It was reported that physician could not find the coils and that she was in excruciating pain. She will have a hysterectomy in 8 weeks at (B)(6). Company causality comment: this is a non-medically confirmed spontaneous case report under litigation. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and was in excruciating pain and the physician could not find the coils (interpreted as device dislocation). This pain and device dislocation events are listed in the reference safety information for essure and serious due to their medical importance. Considering the nature of the pain and device dislocation and the lack of alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since a device removal will be required (implied). A product technical analysis is being sought. Additional information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('excruciating pain / could not go upright / in excruciating pain/ache/ stabbing pain in the abdomen / over the fallopian tubes (mainly the right one)') and menorrhagia ('bled catastrophically a lot / it was as if someone pourer blood out of her / bleeding profusely / prolonged menstruation cycle') in a 36-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), post procedural haemorrhage ("bleedings the following days"), loss of consciousness ("was losing consciousness") with pallor and asthenia, headache ("constant headache, 24 hours a day, seven days a week"), swelling ("swollen body"), amnesia ("memory loss"), abdominal distension ("incredibly swollen abdomen"), dysmenorrhoea ("terribly severe cramps when menstruating"), procedural pain ("terrible cramps after insertion"), abdominal pain ("cramps"), ovulation pain ("ovulation is extremely painful every time"), breast pain ("stabbing pain in the breasts"), menstruation delayed ("missd period"), pruritus ("itching"), decreased appetite ("loss of appetite"), fatigue ("tired"), asthenia ("loss of energy"), depression ("depression"), libido decreased ("heavily reduced libido"), migraine ("extremely frequent migraine attacks - 2-3 times a month"), malaise ("malaise"), dyspareunia ("pain after sexual intercourse"), cognitive disorder ("cognitive disorders"), pyrexia ("fever tops"), nausea ("nausea"), vomiting ("vomiting"), spontaneous haematoma ("spontaneous hematomas"), renal pain ("pain attack over the kidneys, like kidney attack"), biliary colic ("pain attack over the gall, like gallstone attack"), diarrhoea ("diarrhea"), constipation ("constipation"), anxiety ("anxiety"), arthralgia ("arthralgia"), back pain ("lower back pain"), dizziness ("dizziness"), dry skin ("dry skin"), endometriosis ("endometriosis"), feeling abnormal ("brain fog"), gingival bleeding ("bleeding gums"), hot flush ("hot flushes"), increased tendency to bruise ("spontaneous bruising"), inflammatory bowel disease ("ibd"), menstruation irregular ("irregular periods"), mood swings ("severe mood swings"), myalgia ("muscle pain"), night sweats ("night sweats"), pain of skin ("skin tenderness"), panic attack ("panic attacks") and periarthritis ("frozen shoulder"), was found to have quality of life decreased ("essure ruined my life"), weight increased ("weight gain about 60 lbs") and blood test abnormal ("elevated blood value") and experienced alopecia ("hairloss"), feeding disorder ("could not eat") and insomnia ("could not sleep"), lasting 912 days. The patient was treated with morphine, oxycodone hydrochloride (oxycontin), panadeine co (citodon), paracetamol (alvedon) and surgery (removal of essure by hysterectomy). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, headache, swelling, alopecia, amnesia, abdominal distension, dysmenorrhoea, feeding disorder, insomnia, blood test abnormal, anxiety, arthralgia, back pain, dizziness, dry skin, endometriosis, feeling abnormal, gingival bleeding, hot flush, increased tendency to bruise, inflammatory bowel disease, menstruation irregular, mood swings, myalgia, night sweats, pain of skin, panic attack and periarthritis had resolved and the post procedural haemorrhage, loss of consciousness, quality of life decreased, procedural pain, abdominal pain, ovulation pain, breast pain, menstruation delayed, pruritus, decreased appetite, fatigue, asthenia, depression, libido decreased, migraine, malaise, dyspareunia, weight increased, cognitive disorder, pyrexia, nausea, vomiting, spontaneous haematoma, renal pain, biliary colic, diarrhoea and constipation outcome was unknown. The reporter provided no causality assessment for pelvic pain and quality of life decreased with essure. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, anxiety, arthralgia, asthenia, back pain, biliary colic, blood test abnormal, breast pain, cognitive disorder, constipation, decreased appetite, depression, diarrhoea, dizziness, dry skin, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeding disorder, feeling abnormal, gingival bleeding, headache, hot flush, increased tendency to bruise, inflammatory bowel disease, insomnia, libido decreased, loss of consciousness, malaise, menorrhagia, menstruation delayed, menstruation irregular, migraine, mood swings, myalgia, nausea, night sweats, ovulation pain, pain of skin, panic attack, periarthritis, post procedural haemorrhage, procedural pain, pruritus, pyrexia, renal pain, spontaneous haematoma, swelling, vomiting and weight increased to be related to essure. Quality-safety evaluation of ptc: no sample available for this case. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2020: due to internal review it was detected that the cases us-bayer-2019-222272 (medwatch 3500a MFR number 2951250-2020-04383) and us-bayer-2019-230012 (medwatch 3500a MFR number 2951250-2019-13989) were were created with wrong country of reporter´(USA) and were deleted from bayer safety database. All information was transferred to case se-bayer-2020-057607 with reporter country sweden. Then this record se-bayer-2020-057607 was also detected to be a duplicate to record # se-bayer-2016-005211 to which all information will be transferred, then duplicate record # se-bayer-2020-057607 will be deleted from bayer safety database as well. New: new events: anxiety, arthralgia, back pain, blood test abnormal, dizziness, dry skin, endometriosis, feeling abnormal, gingival bleeding, hot flush, increased tendency to bruise, inflammatory bowel disease, menstruation irregular, mood swings, myalgia, night sweats, pain of skin, panic attack, periarthritis. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('excruciating pain / could not go upright / ache/ stabbing pain in the abdomen / over the fallopian tubes (mainly the right one)') and menorrhagia ('bled catastrophically a lot / it was as if someone pourer blood out of her / bleeding profusely / prolonged menstruation cycle') in a 36-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("terribly severe cramps when menstruating"), abdominal pain ("cramps"), abdominal distension ("incredibly swollen abdomen"), pruritus ("itching"), menstruation irregular ("irregular periods"), menstruation delayed ("missd period"), back pain ("lower back pain"), ovulation pain ("ovulation is extremely painful every time"), procedural pain ("terrible cramps after insertion"), headache ("constant headache, 24 hours a day, seven days a week"), loss of consciousness ("was losing consciousness") with pallor and asthenia, post procedural haemorrhage ("bleedings the following days"), swelling ("swollen body"), amnesia ("memory loss"), asthenia ("loss of energy"), breast pain ("stabbing pain in the breasts"), decreased appetite ("loss of appetite"), fatigue ("tired"), depression ("depression"), libido decreased ("heavily reduced libido"), migraine ("extremely frequent migraine attacks - 2-3 times a month"), malaise ("malaise/feeling generally ill"), dyspareunia ("pain after sexual intercourse"), cognitive disorder ("cognitive disorders"), pyrexia ("fever tops/high fever"), nausea ("nausea"), vomiting ("vomiting"), spontaneous haematoma ("spontaneous hematomas"), renal pain ("pain attack over the kidneys, like kidney attack"), biliary colic ("pain attack over the gall, like gallstone attack"), diarrhoea ("diarrhea"), constipation ("constipation"), anxiety ("anxiety"), myalgia ("muscle pain"), arthralgia ("arthralgia"), dizziness ("dizziness"), dry skin ("dry skin"), endometriosis ("endometriosis"), feeling abnormal ("brain fog"), gingival bleeding ("bleeding gums"), hot flush ("hot flushes"), increased tendency to bruise ("spontaneous bruising"), inflammatory bowel disease ("ibd"), mood swings ("severe mood swings"), night sweats ("night sweats"), pain of skin ("skin tenderness"), panic attack ("panic attacks"), periarthritis ("frozen shoulder") and abdominal pain upper ("pain in my stomach"), was found to have quality of life decreased ("essure ruined my life"), weight increased ("weight gain about 60 lbs") and blood test abnormal ("elevated blood value") and experienced alopecia ("hairloss"), feeding disorder ("could not eat") and insomnia ("could not sleep"), lasting 912 days. The patient was treated with codeine;paracetamol, morphine, oxycodone hydrochloride (oxycontin), paracetamol (alvedon) and surgery (removal of essure by hysterectomy). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal distension, menstruation irregular, back pain, headache, swelling, alopecia, amnesia, feeding disorder, insomnia, blood test abnormal, anxiety, myalgia, arthralgia, dizziness, dry skin, endometriosis, feeling abnormal, gingival bleeding, hot flush, increased tendency to bruise, inflammatory bowel disease, mood swings, night sweats, pain of skin, panic attack and periarthritis had resolved and the abdominal pain, pruritus, menstruation delayed, ovulation pain, procedural pain, loss of consciousness, post procedural haemorrhage, quality of life decreased, asthenia, breast pain, decreased appetite, fatigue, depression, libido decreased, migraine, malaise, dyspareunia, weight increased, cognitive disorder, pyrexia, nausea, vomiting, spontaneous haematoma, renal pain, biliary colic, diarrhoea and constipation outcome was unknown. The reporter provided no causality assessment for pelvic pain and quality of life decreased with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, alopecia, amnesia, anxiety, arthralgia, asthenia, back pain, biliary colic, blood test abnormal, breast pain, cognitive disorder, constipation, decreased appetite, depression, diarrhoea, dizziness, dry skin, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeding disorder, feeling abnormal, gingival bleeding, headache, hot flush, increased tendency to bruise, inflammatory bowel disease, insomnia, libido decreased, loss of consciousness, malaise, menorrhagia, menstruation delayed, menstruation irregular, migraine, mood swings, myalgia, nausea, night sweats, ovulation pain, pain of skin, panic attack, periarthritis, post procedural haemorrhage, procedural pain, pruritus, pyrexia, renal pain, spontaneous haematoma, swelling, vomiting and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: event pain in my stomach added. Reported event terms updated: malaise and pyrexia. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('excruciating pain / could not go upright / in excruciating pain/ache/ stabbing pain in the abdomen / over the fallopian tubes (mainly the right one)') and menorrhagia ('bled catastrophically a lot / it was as if someone pourer blood out of her / bleeding profusely / prolonged menstruation cycle') in a 36-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), post procedural haemorrhage ("bleedings the following days"), loss of consciousness ("was losing consciousness") with pallor and asthenia, headache ("constant headache, 24 hours a day, seven days a week"), swelling ("swollen body"), amnesia ("memory loss"), abdominal distension ("incredibly swollen abdomen"), dysmenorrhoea ("terribly severe cramps when menstruating"), procedural pain ("terrible cramps after insertion"), abdominal pain ("cramps"), ovulation pain ("ovulation is extremely painful every time"), breast pain ("stabbing pain in the breasts"), menstruation delayed ("missd period"), pruritus ("itching"), decreased appetite ("loss of appetite"), fatigue ("tired"), asthenia ("loss of energy"), depression ("depression"), libido decreased ("heavily reduced libido"), migraine ("extremely frequent migraine attacks - 2-3 times a month"), malaise ("malaise"), dyspareunia ("pain after sexual intercourse"), cognitive disorder ("cognitive disorders"), pyrexia ("fever tops"), nausea ("nausea"), vomiting ("vomiting"), spontaneous haematoma ("spontaneous hematomas"), renal pain ("pain attack over the kidneys, like kidney attack"), biliary colic ("pain attack over the gall, like gallstone attack"), diarrhoea ("diarrhea"), constipation ("constipation"), anxiety ("anxiety"), arthralgia ("arthralgia"), back pain ("lower back pain"), dizziness ("dizziness"), dry skin ("dry skin"), endometriosis ("endometriosis"), feeling abnormal ("brain fog"), gingival bleeding ("bleeding gums"), hot flush ("hot flushes"), increased tendency to bruise ("spontaneous bruising"), inflammatory bowel disease ("ibd"), menstruation irregular ("irregular periods"), mood swings ("severe mood swings"), myalgia ("muscle pain"), night sweats ("night sweats"), pain of skin ("skin tenderness"), panic attack ("panic attacks") and periarthritis ("frozen shoulder"), was found to have quality of life decreased ("essure ruined my life"), weight increased ("weight gain about 60 lbs") and blood test abnormal ("elevated blood value") and experienced alopecia ("hairloss"), feeding disorder ("could not eat") and insomnia ("could not sleep"), lasting 912 days. The patient was treated with codeine;paracetamol, morphine, oxycodone hydrochloride (oxycontin), paracetamol (alvedon) and surgery (removal of essure by hysterectomy). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, headache, swelling, alopecia, amnesia, abdominal distension, dysmenorrhoea, feeding disorder, insomnia, blood test abnormal, anxiety, arthralgia, back pain, dizziness, dry skin, endometriosis, feeling abnormal, gingival bleeding, hot flush, increased tendency to bruise, inflammatory bowel disease, menstruation irregular, mood swings, myalgia, night sweats, pain of skin, panic attack and periarthritis had resolved and the post procedural haemorrhage, loss of consciousness, quality of life decreased, procedural pain, abdominal pain, ovulation pain, breast pain, menstruation delayed, pruritus, decreased appetite, fatigue, asthenia, depression, libido decreased, migraine, malaise, dyspareunia, weight increased, cognitive disorder, pyrexia, nausea, vomiting, spontaneous haematoma, renal pain, biliary colic, diarrhoea and constipation outcome was unknown. The reporter provided no causality assessment for pelvic pain and quality of life decreased with essure. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, anxiety, arthralgia, asthenia, back pain, biliary colic, blood test abnormal, breast pain, cognitive disorder, constipation, decreased appetite, depression, diarrhoea, dizziness, dry skin, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeding disorder, feeling abnormal, gingival bleeding, headache, hot flush, increased tendency to bruise, inflammatory bowel disease, insomnia, libido decreased, loss of consciousness, malaise, menorrhagia, menstruation delayed, menstruation irregular, migraine, mood swings, myalgia, nausea, night sweats, ovulation pain, pain of skin, panic attack, periarthritis, post procedural haemorrhage, procedural pain, pruritus, pyrexia, renal pain, spontaneous haematoma, swelling, vomiting and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Follow-up and quality-safety evaluation were received on 18-apr-2016: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No further information is expected. Follow up information received on 20-apr-2016 via (B)(4) media: the (B)(4) health authority number for this case is (B)(4). The patient has nickel allergy and the implants contain to a certain amount nickel which she did not know at the time the implants were placed in her fallopian tubes. The years after the sterilization she had been with pain, ache and hospital visits. Constant headache, 24 hours a day seven days a week. She had ended in hospital due to headache with suspicion of stroke, swollen body, hair loss and memory loss incredibly swollen abdomen. Terribly severe cramps when menstruating, she bled catastrophically a lot. First bleeding after the sterilization she ended up on the gynecological emergency room. She also reported she could not eat, sleep or go upright. These symptoms lasted in 2.5 years. The only way to remove the implants was to have surgery and remove uterus and fallopian tubes which she did just over a month ago. She felt despite that had gone through a big surgery both healthier and stronger than she had felt for three years. During the radio broadcast the following information was disclosed: outcome of all discomforts: resolved/recovered shortly after surgery (hysterectomy and removal of essure) all symptoms disappeared. Follow-up information received on 23-apr-2016 from physician: a hysterectomy was performed according to the wish of the patient, she had pain. Essure was in correct location, nothing abnormal. Follow-up received on 04-may-2016 from consumer via mpa health authority: when she woke up after the insertion she had terrible cramps and was given morphine intravenously. The following days she had terrible cramps and bleedings. In the middle of may, she woke up in the early morning hours and had terrible cramps again; she thought it was time for menstruation again. When she woke up a couple of hours later and got out of bed it was as if someone pourer blood out of her. At work, she became pale and weak and was losing consciousness; working colleague took her to the hospital. There it was stated that she bled profusely, but also that she had a high blood value; she was sent home and was told that the body can react differently. It has been like this for two years now. The ovulation had been extremely painful every time, and at menstruation she bleed so much and had so much pain that she need to remain in bed the first days ( she had menstrual pain like this before , but never close to this). She presented stabbing pain in the abdomen, over the fallopian tubes (mainly the right one) and in the breasts, they increased in frequency and intensity for every week. She also had missed period, itching, loss of appetite, extremely tired, loss of energy, depression, heavily reduced libido, extremely frequent migraine attacks, malaise, pain after sexual intercourse, weight gain, cognitive disorders, fever tops, nausea, vomiting, spontaneous hematomas, pain attack over the kidneys, like kidney attack, pain attack over the gall, like gallstone attack, elevated blood value, diarrhea and constipation. She stated that all these adverse events affected her whole life, limited her physically and mentally, made her incapable of going to work and incapable of maintaining a social life; essure has really ruined her life. She received oxycontin, citodon and alvedon as treatment for pain. In the consumer report from mpa questions: she stated the medication was used for 1 month before the side effects started. She also stated she had no other disease than the one the medication was used for. Device similar case listing. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 10-may-2016 for the following meddra preferred terms: pelvic pain: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had bleedings the following days. She also had excruciating pain /stabbing pain in the abdomen, catastrophic bleeding (during menses), and had an episode where she was losing consciousness. The device was removed by hysterectomy and consumer's symptoms disappeared. The reported events are listed except for loss of consciousness that is unlisted in the reference safety information for essure. After essure insertion, abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur. In this case, considering events nature and in the lack of alternative explanations, causality with the suspect insert cannot be excluded. Since the episode of losing consciousness occurred in association to the bleeding, it was assessed as related to essure. Also, since the procedural bleeding occurred in association with essure insertion, this event was considered related to essure procedure. Additionally, non-serious events were reported. This case was considered an incident, since device removal was required. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Additional information will be obtained through the litigation process (consumer was awaiting legal representation).

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.